Manufacturer narrative:
Additional information: a manufacturing record evaluation was performed for the finished device 6467203 number, and no non-conformances were identified. Manufacturing date: apr/21/2011; expiration date: apr/30/2016. A manufacturing record evaluation was performed for the finished device 6498698 number, and no non-conformances were identified. Manufacturing date: aug/18/2011; expiration date: aug/31/2016. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On july 6, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On july 9, 2021, mentor became aware that the patient also experienced bilateral capsular contracture; baker grade unknown in addition to bilateral ruptures. Hence, clinical code capsular contracture has been added to field h6 on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 28, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the gel mod-rnd 300cc breast implant had a crease/fold on the anterior view. Leak testing was performed, according to mentor procedure, and it revealed a tear on the posterior view, measuring approximately 0.6 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 8, 2021, mentor became aware that patient experienced bilateral breast implant rupture, and the date of bilateral removal surgery is (B)(6) 2021. Hence, following fields have been updated on this form: - is required intervention has been selected under section b; field b2. - fields d6b for explantation date have been updated to (B)(6) 2021. - field d4 for lot number has been updated to "6467203." - field d4 for serial number has been updated to "(B)(6)." - field h6 health effect - impact code ¿device explantation¿ has been added. - field h6 type of investigation has been updated to "device not returned." Reason for device explant and/or reoperation: left rupture. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental report is for the patient¿s left-sided device. Right side rupture is being reported separately. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 300cc mentor memorygel breast implants and experienced unilateral rupture on an unspecified side postoperatively. The rupture was confirmed with a CT scan. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The lot number of the complaint device is either 6467203 (left) or 6498698 (right). The serial number of the complaint device is either (B)(4).